Event description:
On (B)(6) 2014, the surgeon performed a right side si joint arthrodesis on the patient placing three ifuse implants. The first day after surgery, while the patient was still in the hospital, the patient had complaints of substernal chest pain and irregular heart rate. The patient also experienced mental status changes. The patient was transferred to the ICU. The patient was intubated secondary to mental status and respiratory changes and an extensive work up was performed. Medical evaluation in the hospital showed the patient to have premature ventricular contractions (pvc) secondary to atrial fibrillation. Work up included EKG, eeg, chest x-ray, and bronchoscopy. The studies showed that the patient did not have a pulmonary embolism or a myocardial infarction. The patient was hospitalized for seven days. The patient was discharged on blood pressure and anti-arrhythmia medication. Per si-bone vp of medical affairs: "the medical complications described in this report may be related to the fact that the patient had anesthesia and underwent a surgical procedure. The medical complications are not related to the ifuse implant system or specifically to the ifuse procedure."

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause for the post-operative complication is the surgical procedure. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7040-90, lot# 166195, manufactured 11/14/13, expires 2018-11; ifuse implant, p/n 7045-90, lot# 7828002578004, manufactured 07/15/11, expires 2014-07; ifuse implant, p/n 7055-90, lot# 8028003363010, manufactured 03/20/12, expires 2015-07.